Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 528 mg/dl. The customer did experienced the symptoms such as nausea and excessive thrust. The customer was treated by bolus with pump and intravenous insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Troubleshooting indicated that customer was not using the insulin pump in the auto mode with smartguard feature. The customer report did not allege under delivery on insulin pump. Trouble shooting was performed, however the customer will continue to use the device.